Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate hv therapy. The device was inappropriately programmed. Programming changes will be made. No further information is available.